Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: p901614, ubd: , UDI#: a manufacturer representative went to the site to service the system. The camera was replaced and the system was then fully fun ctional. Evaluation of the returned camera found many scratches on the housing and both lenses are broken on the outer edge. A check of the event log showed an intermittent low illuminator current in (B)(6) 2020. There were also entries for low battery voltage, bump detected, and storage temperature exceeded with erroneous dates. The psu also failed an accuracy test (aak) at .65 mm with a passing threshold of .25 mm. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera on this system is displaying "localizer faulted". Checked ndi toolbox which displayed both a bumo fault and temperature fault, indicating that the camera will need to be replaced and likely was not bumped by the site. No patient present.